Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that the patient, on (B)(6) 2008 sheep mesh was added because of bleeding walls of vagina tearing. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal vault.

Manufacturer narrative:
It was reported that the patient underwent placement of alloderm mesh and reapproximation of vaginal incision on (B)(6) 2008 due to vaginal wound separation. It was reported that the patient underwent mesh excision on (B)(6) 2009 due to vaginal mucosal separation and synthetic mesh exposure. It was reported that the patient underwent mesh excision and explant of anterior vaginal wall mesh, vaginal paravaginal repair using sis biologic mesh, cystourethroscopy and vaginal revision on (B)(6) 2009 due to vaginal mesh exposure, vaginal scarring, and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4).